Event description:
It was reported that the patient felt like the wires are loosen. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.